Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Concomitant medical products according d11: item# 4246, lot# 2202440, item: allofit alloclassic shl 54/jj; item# 64182801, lot# 60120934, item: alumina ceramic head; item# 65802611, lot# 60021949, item: mayo 12/14 small stem. DHR-review: ref: 01.00010.210; lot: 2107533, yield: 49, delivered: 49. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref: 4246; lot: 2202440, yield: 75, delivered: 72, srapped: 3. Reason for scrapped: unknown reasons. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: cyst and wear. Event description: it was reported that the patient was implanted with allofit alpha insert pe in 2004 and during the visit to surgeon's office for radiating right sided hip pain post tha left hip cyst formation and liner wear were incidentally noticed. Review of received data: the surgical report dated (B)(6) 2018. Office visit letter dated (B)(6) 2018 demonstrated that the patient was diagnosed with stem loosening on the right, cyst formation on the left hip, and bilateral liner wear. Right hip puncture on (B)(6) 2018 ruled out infection. Planned to revise the right hip stem, and replace the left hip liner, if necessary, the stem as well. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the devices remain implanted. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion summary: it was reported that the patient was implanted with allofit alpha insert pe in 2004 and during the visit to surgeon's office for radiating right sided hip pain post tha left hip cyst formation and liner wear were incidentally noticed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. No product was returned to zimmer biomet for in-depth analysis. Office visit letter dated october 11, 2018 demonstrated that the patient was diagnosed with stem loosening on the right, cyst formation on the left hip, and bilateral liner wear. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Note: this is a bilateral case. Right side case is captured in: (B)(4).

Manufacturer narrative:
Concomitant medical products and therapy dates: item# 01.00010.210, lot# 2107533, alpha insert, pe, jj/28. Item# 4246, lot# 2202440, allofit alloclassic shl 54/jj. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Device history record (DHR) was reviewed and no discrepancies were found. A x-ray and a office visit note were received and will be reviewed as part of ongoing investigation. (B)(4). A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that the patient was implanted with allofit alpha insert in the left hip. During the office visit approximately 14 years post implantation, cyst formation and wear of insert in left hip was identified. A revision surgery was in discussion. Attempts to obtain additional information have been made; however, no more is available.